Event description:
The patient called to report bruising and swelling above the eyebrow immediately after injection with juvederm (volume/concentration unknown). These symptoms have resolved. Additionally, the pt reported "an acute inflammatory syndrome" in the upper eyelid which began "a few weeks" after treatment. The pt was treated 20 months later with doxycycline, by a physician other than the injecting physician. This treatment has not resolved the symptoms. The treating physician will not release info to allergan. Allergan's approach to compliance is to resolve all doubt in favor of reporting.